Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinic contacted boston scientific technical services (ts) as the pacemaker's battery longevity decreased by one year in three months time frame. Engineering analysis of the device's memory was performed and found the power consumption appeared to be increasing and would likely continue to increase. Ts recommended device replacement. Subsequently a revision procedure was performed where the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.